Event description:
Embolization of a dural arteriovenous fistula (avdf). During catheterization at the beginning of the procedure, it was reported that the guidewire had exited out of the catheter before reaching the distal tip. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter has been evaluated and was confirmed that it was punctured at 24.2 cm from the distal tip. (B)(4).